Event description:
Pt's husband reported death of the pt due to "complications of breast implant surgery and toxic shock syndrome". His wife was diagnosed with left side breast cancer approximately 2009, and underwent a left side mastectomy with right side breast augmentation. The physician implanted bilateral tissue expanders at that time. The tissue expanders were explanted on (B)(6) 2014 with permanent breast devices implanted. By this time, the pt observed that the expanders had "begun to break down." After the reconstruction surgery, the pt stated in her post-op period that "she didn't feel right." Two drains had been placed and left in for two weeks post-op, and were very painful, according to the husband, and that he and his wife both noticed that the implants were "larger than the tissue expanders had been." His wife told him at the time, "I don't remember these breast were supposed to be this big. This was a really bad decision." Approximately (B)(6), she "felt a pop and wondered if there was a rupture, noted slight weeping on right side. She also felt chest pain during this period. The pt saw her physician who informed her that it was likely an "internal stitch she felt, and it was not unusual for weeping to occur at suture site." There was no treatment given the pt at that time. From that time until (B)(6) 2014 the pt still did not feel very well. She began a mild yoga exercise that day, and complained of a sore chest, so she felt she had overdone it. The husband noticed she was retaining fluid. On (B)(6) 2014, she felt she had the flu, with malaise/high fever, and then developed vomiting and diarrhea. At 1 am on (B)(6) 2014, the pt rolled off the bed, was delirious, but still communicative. Her temperature was 103. She "went unconscious but was responsive" and her husband called 911. When the emts arrived thereafter, she had no pulse. In the ER, her bp was 60/12. "She was on a ventilator and in the ICU immediately, on steroids, pressors, and in an induced coma for 4-5 days. Her right breast was so stretched from swelling with infection that you could see clear fluid weeping from it. There was much clear fluid from the mastectomy. She was on dialysis. She actually started to improve after she was explanted. The swelling decreased, meds were being weaned, but her skin was sloughing. Her fingertips, her feet were turning black." The pt's date of death was (B)(6) 2014. The pt's husband verified the provisional death certificate listed the cause of death as complications of breast implant surgery/toxic shock syndrome. The autopsy results are still pending. Medical records have been requested but have not been received at this time. The physician has verified the cause of death. This medwatch submission is to address the right side breast implant. Medwatch 2024601-2014-00091 addresses the right side breast implant.

Manufacturer narrative:
(B)(4).